Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right superficial femoral artery using a starclose se after a diagnostic lower extremity angiography procedure. Reportedly, during cutting the sheath in step #3, the cutter jammed. The device was manipulated and continued splitting with difficulty. Starclose se use was abandoned before completing sheath splitting. The device was removed and pulled through the vessel wall without using the safety release to retract the vessel locator wings, causing vessel damage. Hours of manual compression were applied to achieve hemostasis. There was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported jam with the thumb advancer was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the electronic starclose instructions for use (IFU), states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following figure 6 of the closure procedure section. Reportedly the starclose se device was removed against resistance. It should be noted that the electronic starclose instructions for use (IFU), states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of the resistance has been determined. It should be noted that the electronic starclose instructions for use (IFU), states: do not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). The reported difficulty appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.